Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation. However, the customer provided a photograph for examination. During inspection of the photograph, the ruptured reservoir was confirmed. However, the cause could not be identified.

Event description:
It was reported that the reservoir of a large volume infusor had ruptured during patient infusion. The device had been filled with an unknown solution. There was no report of adverse event in association with this event. Additional information was requested and is not available.